Event description:
It was reported that pump experienced repeated malfunction alarms and caller could not immediately reset pump because caller was not with pump or a power source. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump. Customer planned to continue using current pump and an alternate insulin method if necessary.